Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a health care professional (hcp) reported that when the patient implanted with this device system was on the treadmill or bicycle, the rate response is normal, however, when the patient was performing upper body work, the heart rate accelerates to 130bpm very quickly. The hcp was discussed possible reprogramming. To date, no adverse patient effects were reported as a result of this clinical observation.